Event description:
It was reported that the patient had difficulty charging the ipg and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred several months ago.